Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was migrated. No further information is available.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the patient presented in the emergency department on (B)(6) 2015 after experiencing chest pain and discomfort from pacing of the device. Due to patient history of dislodgement, the device and the rv lead were suspected to be out of position. The patient was asymptomatic and discharged home. On (B)(6) 2016, the entire system, including the device was explanted.